Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Placement signal not reliable and absent placement signal alarms present. Patient outcome, unknown.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller. Investigation summary ==> suction: clinical details report ongoing suction alarms throughout support. On (B)(6), it was noted that the patient's bp was low. On (B)(6), the placement signal (ps) was reported to be lower than the patient's blood pressure (bp), potentially contribution to the alarms. No troubleshooting methods were reported. Data logs were reviewed and the alarms were confirmed. There were over 2000 triggers of diastolic suction throughout the case. The ps did trend down through the first week of support, however, from that point forward it was generally steady around 75/35 mmhg. The user did not make any ps adjustments either. Though signal not reliable (snr) became widespread as the case went on, the ps pressure trace appeared normal when reviewing rt logs. Suction alarms on (B)(6) were reviewed and the criteria for the trigger were being met. However, the alarms were triggering when mcmin values were will within the expected range for p-8. The alarms resolved for a period when there was a step up in the ps without a change in mc values. As for (B)(6), the alarms were confirmed to be meeting the triggering criteria again, however, in this case, there was a trend down in mcmin values toward the lower end of the expected range for p-8. Since no troubleshooting methods were provided, data logs were inconclusive, and product wasn't returned for investigation, the cause of the suction could not be determined. Optical sensor issue 1 (psnr alarm): on (B)(6), a placement signal not reliable (psnr) alarm was reported. Data logs were reviewed and the psnr alarm was confirmed. On (B)(6) the psnr alarm triggered when contrast began to oscillate between +/-3200, snr, gain, and light all dropped, and lamp increased. The alarm resolved after 9 hours and the ps returned for the rest of the available logs. This pattern is indicative of a console issue. Upon review of data logs, it is apparent that the console is the potential cause of the psnr alarm. Optical sensor issue 2 (ps reading lower): clinical details report that the ps was reading lower than the patient's bp on (B)(6). No values for the patient's actual bp were provided. As mentioned above, there was a slight trend in the ps during the first week of support, however, it remained generally stable from that point forward. Additionally, there were no ps adjustments made by the user. On the reported date of the discrepancy, the ps was reading 89/46 mmhg. There were no bp readings provided to compare to. The real time event log at case start appears to show the ps being zeroed from 14 mmhg, however, event logs weren't available to review g0 values. Product wasn't returned for investigation. Since limited clinical details were provided, event logs weren't available, and product wasn't returned for investigation, the cause of the optical sensor issue (ps reading lower) could not be determined. Device history lot : device lot: 1958862. Device history review : pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report. Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided. Corrected information was provided in h5 (labeled for single use?). Upon review, it was identified that it had been inadvertently submitted in error in the initial report. The cause of the suction could not be determined. The console is the potential cause of the placement signal not reliable alarm. The cause of the optical sensor issue (ps reading lower) could not be determined.

Event description:
Additional information indicates that clinical assessment and device interaction were completed and did not identify any changes in coding or reportability. The patient survived at explant; the procedure outcome was bridge to transplant, and the patient experienced no harm.

Manufacturer narrative:
D6b explant date updated.